Event description:
It was reported the patient was unable to enter MRI mode, and experienced discomfort at the ipg site. A lead diagnostic confirmed low impedance at one contact. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was explanted and replaced in a different area to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.